Event description:
It was reported that vessel perforation and stent fracture occurred. Vascular access site was obtained via the femoral artery. The non totally occluded, de novo, concentric target lesion was located in the non calcified and mildly tortuous left main artery to left anterior descending artery (lad). After a non bsc guide wire crossed the target lesion, a 2.75x12mm promus element stent was successfully deployed at mid lad. Then a 4.00mm x 16mm promus element¿ stent was advanced; however, it was noted that the stent size was not covering the lesion completely so this device was removed. Another 20mm x 4.00mm promus premier¿ stent was advanced and successfully implanted in the lesion. Post dilation utilizing a kissing technique was performed using a 3.5mm non bsc balloon catheter. The balloon was inflated at 14 atmospheres; however, it was noted that there was a sharp perforation at the left main artery- lad site. It was also found out that the distal end of the 20mm x 4.00mm promus premier¿ stent was fractured. A 4x8mm promus element plus stent was deployed to cover the sharp perforation and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 20mm x 4.00mm promus premier stent was not broken into pieces and the stent was still attached.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).